Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the freestyle libre sensor for more than 2 hours. As a result, the customer experienced a loss of consciousness and received unspecified third-party, however, no further information was reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000kae464 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was observed. No failure modes were observed with sensor plug upon visual inspection. Sensor has been activated with known good reader and all results were within specification. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the freestyle libre sensor for more than 2 hours. As a result, the customer experienced a loss of consciousness and received unspecified third-party, however, no further information was reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.